Event description:
Cpi received info that this pmi lead was removed from service due to alleged lead failure. Two leads were involved in the pt's lead system, cpi is unable to determine which serial had the problem and therefore will report only on 019597.